Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (43-44 mg/dl). Reportedly, the customer's settings needed to be adjusted. The customer drank juice and ate candy to treat the low bg. The settings were adjusted and insulin therapy was resumed successfully.